Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/02/2019. Investigation summary: it was reported performed breakage suture. A box with twenty-four unopened samples were received for analysis. The issue sample was not returned for evaluation. During the inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or breakage suture were noted. Functional test was performed on the samples and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture were noted and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/10/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture torn several times when sewing the anastomosis. There were no adverse patient consequences reported. No additional information was provided.